Manufacturer narrative:
Other: it was reported that the rv lead was replaced due to inappropriate shocks caused by oversensing. No further patient complications were reported as a result of this event. Additional information received reported the lead was capped due to fracture. No conclusion can be drawn. Lead(s), fracture of, oversensing, shock, inappropriate.

Event description:
It was reported that the rv lead was replaced, due to inappropriate shocks caused by oversensing. No further patient complications were reported as a result of this event. Additional information received reported the lead was capped due to fracture.